Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous right arteria iliaca externa. The lesion was pre-dilated with an unknown 4.0mm balloon. Then the physician dilated with the wanda balloon which ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.